Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. The issue occurred after therapy was completed.

Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue. A review of the software logs was completed and verified the reported issue. It was noted the device switched between battery 1 and 2, which may have contributed to the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. The issue occurred after therapy was completed.